Manufacturer narrative:
Method: the lumenis device did not fail during this event, therefore the user facility did not desire to have the device inspected by lumenis. The hospital determined the cause of the incident was user error as a result of the nurse turning up the suction too high and causing the bladder wall perforation. Lumenis offered customer additional training, the customer feels it is not necessary.

Event description:
It was reported that a patient's bladder was perforated during a prostate enucleation procedure. The user facility determined the root cause to be excessive suction applied in combination with the nephroscope, irrigation, and morcellator devices used during said procedure. The bladder was sutured by the physician to remedy the perforation. The patient is fine. Event was originally reported by a lumenis sales representative attending the treatment.